Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model # fg-5400-00c, serial# unknown). Lasso nav eco 2515 catheter (model# d-1349-01-s, lot # unknown). (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, while starting ablation on the left pulmonary veins, cardiac tamponade was detected by the physician. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was recovering favorably after the procedure. It is unknown if extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no error messages reported on any bwi equipment during the procedure. Transseptal puncture was performed with an unknown transseptal needle. There¿s no information regarding generator parameters, overall time for ablation, last ablation cycle time at the site of the injury, and catheter irrigation flow settings. It is unknown if the patient received anticoagulant during the procedure.